Manufacturer narrative:
(B)(4). The complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a check heater line alarm, the care giver (cg) stated they changed out the cassette but not the bags. The technical service representative (tsr) explained why the cg cannot disconnect anything without compromising the set and advised the cg to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The cg stated, the home patient (hp) started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy. No injury or medical intervention was reported as a result of this incident.